Manufacturer narrative:
Device passed displacement test. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay, broken belt clip rails and faded serial number label. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the central button of the insulin pump had crack and must apply pressure to type. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.